Event description:
This surgeon called to inform co that a pt received a phantom screw in 1997 and developed a lesion one year later. Dr is re-operating on this pt in 1999 and requested to speak with a depuy research scientist regarding pathology of a biopsy dr plans to take. Co called surgeon and arranged the pathology with doctor.